Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient¿s ins was replaced due to weight loss and rubbing from the ins. The rep noted that the physician moved the pocket to the right abdomen and replaced the battery with an intellis one. The rep inquired on whether they need to return the ins even though there isn't anything wrong with it. Patient services reviewed that all products are ideally returned. No further complications were reported or anticipated.

Manufacturer narrative:
A supplemental report will be sent when analysis results are available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found no significant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient was very thing. It was reported that the battery pocket falls right on their hip level waistband and on the iliac crest. It was stated that there was clearing rubbing irritation over the battery and the patient was in a lot of pain from the battery pressing on their bones. It was reported that factors that may have contributed to the reported issue was that the ¿patient was very very thin¿. It was reported that the doctor determined the only place to put the battery was in the patient¿s abdomen as they were too thin to have it on any other part of their body. Surgery is scheduled for a revision of the pocket with the possible replacement of the sensor battery for with the newest model and the addition of extensions. It was reported that the issue was resolved. The battery discomfort under the patient¿s skin occurred on (B)(6) 2018. No further complications were reported/anticipated.